Manufacturer narrative:
Additional information was provided in d.9., and h.11. Only adm carton received, no device. Not enough information provided to determine if the product contributed to the reported event. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon went to insert the lens, but the incision was not big enough so the lens ejected onto the surface of the eye. Not implanted but touched the patient. The procedure was completed on same day. Additional information has been requested and received stating that lens was never truly implanted, ejected onto the surface of the eye, touched the patient's eye. New unspecified lens was obtained and implanted, procedure was completed on same day with no patient harm.